Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ids: 2134265-2015-09509, 2134265-2016-00042, 2134265-2016-00043, 2134265-2016-00044. (B)(4) clinical study. It was reported that restenosis occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The next day, index procedure was performed. Target lesion #1 was a de novo lesion treated located in the mid left anterior descending (lad) artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion #1 was treated with pre-dilatation and placement of a 2.50mm x 16.00mm promus element plus stent. Following post dilatation, residual stenosis was 0%. Target lesion #2 was a de novo lesion treated located in the ramus artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. Target lesion #2 was treated with pre-dilatation and placement of a 2.50mm x 16mm promus element plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented due to unstable angina and was hospitalized on the same day. The 90% stenosis present at the distal lad was treated by the placement of 2.75 x 28.00 mm promus premier stent. The 80% isr of the study stent deployed in the ramus was treated by the placement of 3.00 x 15.00 mm promus premier stent. The 90% stenosis present at the ostium of ramus was treated by the placement of 2.75 x 12.00 mm promus premier stent. The next day the patient was discharged on aspiring and clopidogrel. In (B)(6) 2015, the patient presented due to shortness of breath and subsequently diagnosed with congested heart failure (chf) and was hospitalized on the same day. The patient was also diagnosed with worsening coronary artery disease and was referred for cardiac catheterization. Two days after, coronary angiography was performed and revealed 70% ostial stenosis, 70% mid stenosis and 80% sequential distal in-stent restenosis (isr) in lad. Nine days later, the patient underwent redo coronary bypass graft surgery with svg to ramus and svg to lad. Medicaion was given to treat chf. Thirteen days post procedure, the events were considered to be resolved and the patient was discharged on aspirin and clopidogrel.